Event description:
The customer was reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 186 mg/dl. The customer does not remember any significant events leading to the alarm. Customer was advised to discontinue use of the devised and revert to a back up plan. The customer was advised that the device will be replaced.

Manufacturer narrative:
No button error alarm was noted during testing. The insulin pump had unresponsive buttons due to corroded keypad traces. No display anomaly was noted. The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.